Manufacturer narrative:
(B)(4).

Event description:
"Increased peak pressures (to 40mmhg+) noted with limited tidal volumes (<200ml). Attempted to ventilate by hand, with confirmation of significant difficulty ventilating. No kink in tube noted at teeth, or from mouth to machine. No rash or other evidence of allergic reaction. Spo2 and vs stable, albuterol called for, as well as additional help to or. Upon entering, second anesthesiologist reported that some etts have been kinking in the back of the oropharynx, and suggested suctioning to see if the tube was clear. Soft suction catheter would not pass all the way through, suggesting a distal obstruction to the ett. Plan made to extubate and reintubate. Tube clearly kinked approximately 12-14cm from distal tip, about 3 cm above where vocal cords would have been. Pt easily mask ventilated and reintubated with glidescope 3, this time with wire- reinforced ett. Physician indicated there are no patient health issues connected to the complaints. Product was pre-inflated for testing. Re-intubation and any desaturation of 02 are noted in case events." Associated complaints (B)(4).

Event description:
"Increased peak pressures (to 40mmhg+) noted with limited tidal volumes (<200ml). Attempted to ventilate by hand, with confirmation of significant difficulty ventilating. No kink in tube noted at teeth, or from mouth to machine. No rash or other evidence of allergic reaction. Spo2 and vs stable, albuterol called for, as well as additional help to or. Upon entering, second anesthesiologist reported that some etts have been kinking in the back of the oropharynx, and suggested suctioning to see if the tube was clear. Soft suction catheter would not pass all the way through, suggesting a distal obstruction to the ett. Plan made to extubate and reintubate. Tube clearly kinked approximately 12-14cm from distal tip, about 3 cm above where vocal cords would have been. Pt easily mask ventilated and reintubated with glidescope 3, this time with wire- reinforced ett. Physician indicated there are no patient health issues connected to the complaints. Product was pre-inflated for testing. Re-intubation and any desaturation of 02 are noted in case events.". Associated complaints 8040412-2025-00081 and 8040412-2025-00080.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.